Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Forty three days post index procedure, a thrombus was identified putting the patient at a risk for stroke. No further patient complications were noted.

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Forty three days post index procedure, a thrombus was identified putting the patient at a risk for stroke. No further patient complications were noted. It was further reported that the patient was on warfarin in response to the thrombus on the closure device.

Manufacturer narrative:
B2: outcomes attrib to adv event- updated to intervention performed for the medication mentioned. B5: describe event or problem - updated to include narrative of the patient on blood thinners in response to the thrombus. H6: impact codes- updated to include medication required code for the blood thinners.